Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was skipping the air removal step when filling the cartridge. Tandem technical support educated customer to perform the air removal step when filling the cartridge. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose level was in the 200s mg/dl.